Manufacturer narrative:
Eval anticipated, but not yet begun.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the arterial monitor stopped functioning near the end of the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of the event.